Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated cross chamber oversensing associated with the right ventricular lead. Concomitant medical product: ddmb2d4 ICD implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered a lead integrity alert (lia) and had variable, high and undefined pacing impedance, non-sustained ventricular tachycardia episodes recorded, elevated sensing integrity counter (sic), noise and crosstalk. As well, a fracture was suspected. It was noted by the field representative that the patient underwent a previous device replacement and the lead may have been damaged during that replacement. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the revision procedure, the lead was able to be removed from the device without unscrewing the setscrew. The lead was tested and was then re-connected to the device.